Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes found with missing gel inside. The following information was provided by the initial reporter. The customer stated: ¿we have been receiving some 5ml gold tubes (367954) without any gel inside lot number 2094468 10/2023."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing gel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing gel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes found with missing gel inside. The following information was provided by the initial reporter. The customer stated: ¿we have been receiving some 5ml gold tubes (367954) without any gel inside lot number 2094468 10/2023."